Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a sensor error alert. The blood glucose reading was 66 mg/dl. Customer treated by eating. Customer stated he was sitting down at the time of the alarm. He stated that this alert occurred after the initialization period. He also stated that there was no blood at the site, pain or discomfort, and that the sensor appeared to be fully inserted and flat against the skin. Customer was unable to load the sensor data to carelink. He stated that there was no damage on the connection bridge or pins. A test plug procedure was run and showed that the transmitter is functioning properly. Nothing further was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.